Event description:
Follow-up identified the reported issue of discomfort at the ipg site resolved following surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site after having lost weight. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was relocated.